Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details, the nose, bearing stop, bur shield, and bearings were replaced. A clean, lube, and adjustment was done to the device, and it was returned to the customer. A f/u report will be submitted if any additional info requires one.

Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. There was no reported pt or user injury, and the case was completed successfully with another device.